Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary customer returned (5) loose 3/10cc syringes. Customer states that the needle shield was hard to remove from 2 syringes and when removed the needle hub separated. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue.

Event description:
It was reported that the hub separated from device during use with 2 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that 2 syringes when removed the needle hub separated.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that the hub separated from device during use with 2 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that 2 syringes when removed the needle hub separated.

Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device during use with 2 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that 2 syringes when removed the needle hub separated.